Event description:
Information received by medtronic indicated that the insulin pump had partial screen. No harm requiring medical intervention was reported. Customer will discontinue the use of the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged missing segments/partial display found on (B)(6) 2022. Insulin pump was received with a blank flashing white display with audio beep alert. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify missing segments/partial display due to a blank flashing white display with audio beep alert. Unable to download history files and traces using thus due to a blank flashing white display with audio beep alert. Insulin pump was cut open to perform visual inspection and found corrosion on the electrical board force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. The original electrical board was cleaned, installed and swapped out with a working test electrical board, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a blank flashing white display with audio beep alert noted. The original electrical board was cleaned, installed and swapped out with a working test electrical board case, internal battery and motor. Powered the insulin pump on using the battery simulator and no blank flashing white display with audio beep alert noted. However, critical pump error (open book image) alarm was noted. The original electrical board -installed and swapped out with a working test electrical board case, internal battery and motor. Powered the insulin pump on using the aa 1.5volt battery and continued to download history files/traces. Successfully utilized crest and thus to download history files and traces. Critical pump error (open book image) alarm and insulin pump error alarm confirmed in the formatted history file on (B)(6) 2022 20:44:00.000 and (B)(6) 2022 20:44:00.000. Critical pump error (open book image) alarm and insulin pump error alarm due to corrosion on the electrical board and force sensor. A blank flashing white display with audio beep alert was confirmed due to corrosion on the electrical board test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched lcd window and a scratched case. Unable to verify missing segments/partial display and perform the required testing due to a blank flashing white display with audio beep alert. Unable to download history files and traces using thus due to a blank flashing white display with audio beep alert. A blank flashing white display with audio beep alert was confirmed due to corrosion on the electrical board. A test electrical board was used and a critical pump error (open book image) alarm noted. Continued to download history files and traces. Critical pump error (open book image) alarm confirmed due to fatal alarm insulin pump error. Critical pump error (open book image) alarm and insulin pump error alarm confirmed due to corrosion on the electrical board and force sensor. During visual inspection, corrosion was also found on the motor assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.